Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: the nurse draws blood from the patient with a butterfly wing needle produced by other manufacturers. When the puncture is successful, blood is present in the butterfly wing needle hose. After connecting the bd edta tube, the blood in the butterfly wing needle is pushed back into the patient's blood vessel. The nurse immediately unplugged the tube and replaced it with 1ea new edta tube and then the blood was collected smoothly. Suspected positive pressure in the tube. 1ea actual sample will be returned.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for backflow with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The bd vacutainer® evacuated blood collection system instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing blood back flow during use. The following has been provided by the initial reporter: the nurse draws blood from the patient with a butterfly wing needle produced by other manufacturers. When the puncture is successful, blood is present in the butterfly wing needle hose. After connecting the bd edta tube, the blood in the butterfly wing needle is pushed back into the patient's blood vessel. The nurse immediately unplugged the tube and replaced it with 1ea new edta tube and then the blood was collected smoothly. Suspected positive pressure in the tube. 1ea actual sample will be returned.